Manufacturer narrative:
Mfg site eval: there are no previous complaints of this code batch. The are no units in our stock. Received five closed samples and one open sample with one needle detached from the thread. The other needle is connected to the thread. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Needle attachment results before releasing the product were within specification. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). On opening silver packet only one needle was visible but when checked by myself the second needle was in the packet but detached from thread. Please send all info to gemma as she would rather feed back to the customer face to face.